Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss). This patient was checked in the office and the plan was to leave the lead programmed to unipolar as the measurements were within normal range and this lead appeared to have been functioning appropriately. It was noted this patient had a mammogram previously in which noise and oversensing were observed resulting in inappropriate ventricular events being stored. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.